Event description:
It was reported that a user experienced repeated dexcom g7 continuous glucose monitor (cgm) connectivity interruptions resulting in signal loss to the ilet, which resolved during the call after the user toggled sensor settings and re-entered the pairing code, leading to successful pairing. Symptoms included intermittent loss of glucose data to the ilet without adverse symptoms reported. Outcomes included temporary interruption of automated glucose control with no reported injury or medical intervention. User support included guided troubleshooting and user education focused on bluetooth pairing and sensor connectivity. Investigation of this case revealed that the ilet was functioning as designed and that the issue was attributable to cgm-to-pump communication disruption that resolved with re-pairing, consistent with known bluetooth connectivity limitations. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors in conjunction with transient communication conditions.